Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call that there are keypad anomalies on the insulin pump; two of the buttons are unresponsive and the display screen scrolls uncontrollably with just one button press. The patient's blood glucose at the time of incident was 9 mmol/l. The customer's father stated that the patient was taking a bath and the pump was exposed to the steam that gathered inside the bathroom. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected battery out limit alarm was noted. All buttons functioned properly. However, found corroded keypad traces. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.